Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2022, the patient reported that infusion set's tubing came apart from the site connector. The site location was right side of patient's abdomen. The expiration date of the infusion set is (B)(6) 2024. Moreover, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.